Manufacturer narrative:
Field service engineer troubleshoot x-ray tube overheat errors, and replaced x-ray tube. Fse calibrated and verified proper operation of tube per compact x generator service manual and infimed gold one service manual. System returned to full service by the customer.

Event description:
On 7/16: customer reports (B)(6), female, undergoing ureteroscopy for stone removal when the fluoro failed. Staff brought in a portable c-arm and completed the procedure without further incident. No reported injury.